Event description:
The customer reported that the nurse programmed the initial start of a primay infusion of dexmedetomidine 200mcg/ns 50ml bag at 0.2mcg/kg/hour that was witnessed by necessary staff on (B)(6) 2018 at 1619. At 1831, the nurse titrated the medication up from 0.3 to 0.4 mcg/kg/hr. Approximately, 30 minutes later when the nurse checked the patient, it was found that the infusion was infusing at 4mcg/kg/hr, not the expected 0.4mcg/kg/hr. The nurse reprogrammed the infusion to infuse at 0.4 mcg/kg/hr and after 30 minutes, the nurse began to titrate down to 0.3 mcg/kg/hr. There was no patient harm. No adverse reactions occurred and no patient intervention were needed.

Manufacturer narrative:
Additional information: the reported patient weight was 46.27 kg but the weight was programmed for the infusion as 48 kg. Additional information provided: the customer¿s report of an overinfusion of dexmedetomidine was confirmed. Analysis of the pcu event log shows that an infusion was programmed using drug calculation and started at 2.4ml/hr (dose = 0.2mcg/kg/hr) with a vtbi of 45ml at 4:14 pm on (B)(6) 2018. The infusion was titrated at doses of 0.2mcg/kg/hr, 0.3mcg/kg/hr and 0.4mcg/kg/hr. At 5:27 pm, the user changed the dose to 4mcg/kg/hr, making the rate 48ml/hr; this was changed to 0.4mcg/kg/hr (rate = 4.8ml/hr) at 5:50 pm. Functional testing showed the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of dexmedetomidine was user programming.

Event description:
The customer reported that the nurse programmed the initial start of a primay infusion of dexmedetomidine 200mcg/ns 50ml bag at 0.2mcg/kg/hour that was witnessed by necessary staff on (B)(6) 2018 at 1619. At 1831, the nurse titrated the medication up from 0.3 to 0.4 mcg/kg/hr. Approximately, 30 minutes later when the nurse checked the patient, it was found that the infusion was infusing at 4mcg/kg/hr, not the expected 0.4mcg/kg/hr. The nurse reprogrammed the infusion to infuse at 0.4 mcg/kg/hr and after 30 minutes, the nurse began to titrate down to 0.3 mcg/kg/hr. There was no patient harm. No adverse reactions and no patient intervention were needed.

Manufacturer narrative:
Bilateral pneumonia, respiratory failure.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse programmed the initial start of a non-formulary drug at 0.2mcg/kg/hour that was witnessed by necessary staff on (B)(6) 2018 at 1619. At 1831, the nurse titrated the medication up from 0.3 to 0.4 mcg/kg/hr. Approximately, 30 minutes later when the nurse checked the patient, it was found that the infusion was infusing at 4mcg/kg/hr, not the expected 0.4mcg/kg/hr. The nurse reprogrammed the infusion to infuse at 0.4 mcg/kg/hr and after 30 minutes, the nurse began to titrate down to 0.3 mcg/kg/hr. There was no patient harm. No adverse reactions and no patient intervention were needed.